Event description:
It was reported the pt has been receiving stimulation in unintended areas since being implanted. As a result, the pt may undergo surgical intervention. The pt plans to discuss the next course of action with a sjm rep.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.